Event description:
It was reported that the valve was explanted because cerebrospinal fluid was found to have collected under the pt's skin. The customer believes the siphongard portion of the device may have been torn but the device discarded by the customer and is not available for evaluation.